Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned

Event description:
The customer reported a "red open area on top and bottom of right foot." There were no additional medical interventions reported.